Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the cadiere forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the cadiere forceps instrument is returned and evaluated and/or if additional information is received. Images of the cadiere forceps instrument related to this event were received. A review of the submitted images was performed, and it was confirmed that the jaw of the cadiere forceps instrument was broken off. A review of the logs showed the cadiere forceps instrument (part #471049-07 / lot #n10210125-0027) was last used on (B)(6) 2021 during this reported procedure with system (B)(4) . The cadiere forceps instrument has 18 allotted uses and 12 uses remaining. In addition, a review of the site's complaint history identified no other complaints related to the cadiere forceps instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass surgical procedure, it was alleged that the tip of the cadiere forceps instrument broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the tip of the cadiere forceps instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure with a different instrument. The fragment is available for return to intuitive surgical, inc. (Isi) for evaluation. There are photographic images of the instrument available for review. The customer replaced the cadiere forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Isi obtained the following additional information regarding the reported event: the isi clinical territory associate (cta) was not present during the surgical procedure. The additional information was obtained from the surgeon and surgical staff. The cta inspected the instrument and the broken piece with the surgical staff and confirmed all fragments were retrieved. The surgeon does not know what caused the instrument breakage. The instrument was in use for almost the entire case prior to the reported issue. No additional surgical procedure was required. There were no post-operative tests performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome. Although requested, the following information is unknown: if the instrument was inspected prior to use, whether the wrist was straightened upon removal of the instrument, what surgical task was being performed with the device at the time the event occurred, or if there were any instrument collisions. The instrument was reportedly sent back to isi for evaluation. No patient-related information was available.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.